Manufacturer narrative:
The lot history records of the following sterile implants and individual component parts were reviewed in their entirety during the investigation. These records include quality inspection procedures, component inspection records, component print specifications, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of compliance. No non-conformances ere found in any of these records that were reviewed. Description, part number, lot. Number himaxtm 18mm x 18mm x 18mm - sterile kit, 7118-1818kt, 500124. Himaxtm 18mm x 18mm x 18mm - component, 240008ep, 102475. Himaxtm 18mm x 18mm x 18mm - component pre-ep, 240008, 102468. Himaxtm 18mm x 18mm x 18mm - sterile packed, 7118-1818, 500138. Himaxtm 18mm x 18mm x 18mm - component, 240008, 102529 himaxtm 18mm x 18mm x 18mm - component pre-ep, 240008, 102468.

Event description:
Doctor reports that on (B)(6) 2018 he performed a 1st, 2nd, and 3rd tmt fusion on a patient. Doctor used a z-alpha plate and screws with a 15mm himax staple for the 1st tmt fusion part of the procedure. For the 2nd and 3rd tmt fusion he used himax 18mm x 18mm x 18mm staples. He also used 2 competitive screws to stabilize 1st ray of the foot to the 2nd ray. At some point post-surgery, the himax staples broke that were used on the 2nd tmt and 3rd tmt fusions. Doctor reports that the patient was non-compliant and was walking on her foot within the 1 month after the operation. He says that the CT scan shows that the 2nd and 3rd tmt joints still experienced fusion even though the patient was non-compliant and the staples broke.